Manufacturer narrative:
The returned device was evaluated and the pod arrived fully deployed. Inspection of the download data showed that the device completed both priming sequences before deactivation. No timeouts or drive stalls were observed. Components of the needle mechanism showed no evidence of damage or malfunction during testing. No damages were observed on the bottom housing or e-seal that would contribute to the reported event. The cause of the reported event could not be conclusively determined.

Event description:
A patient reports while activating a pod the cannula had deployed after activation. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.